Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 04/08/2011. (B)(4).

Event description:
A customer reported the system displayed an error message. The footswitch was exchanged and the cable was replaced. Additional info was requested. Additional info, received from customer, indicated this event occurred during a procedure. The procedure had just began and the lens had not yet been removed when the case had to be aborted and rescheduled. There was no harm to the pt.